Event description:
It is reported that camera head had a crack in the cable coating. This event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
H10: e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found camera cable flooded, and flooding in the imaging of the main unit. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.